Event description:
Customer reported experiencing alarm 2 and alarm 26, indicating there were previous occlusion events. Despite these alarms, blood glucose level remained within normal range, not exceeding 500 mg/dl. Customer resolved issue by changing infusion set and cartridge, then resumed insulin delivery. No further assistance was needed, and case was closed by technical support.